Event description:
Bronchoscopy performed to remove green sponge tip of toothette from pt's lung. Pt w/compromised swallowing unknowingly aspirated the large portion of the sponge that extends beyond the stick. This product would be better designed if the sponge did not extend so far past the stick. The sponge adheres well to the stick, but the sponge that extends beyond the stick shreads/tears easily.